Event description:
Information was received from the site that the patient called to report that when rolling over in bed on the night of (B)(6)2015 his driveline became disconnected. His wife was right there in the room at the time but had trouble getting things reconnected "due to the static guard was hindered by the tape on his driveline just below the static guard." The patient states the whole incident took about 1-1.5 minutes to resolve and that states he tolerated the incident "pretty well". He developed a headache after. He was instructed to have is wife stand beside him and check the connection of the driveline to see if it was securely in place. Pt gave a light tug on the dl and it came right out. The patient was asked to come into the hospital and arrived on (B)(6)2015. The manufacturer's clinical specialist met patient in the clinic to download and evaluate the connector. The driveline cover was able to move smoothly over the connection, despite the rescue tape and was on in the proper orientation. The back nut (of the connector) was able to twist but was not completely disconnected. The patient was admitted to the hospital for a driveline repair. On (B)(6)2015 the driveline and connector were inspected by a manufacturing field engineer. The connector was inspected. The back nut could be hand turned. The locking mechanism was working as intended. Multiple previous sheath repairs were observed on the driveline. A connector and additional sheath repairs were recommended and performed per manufacturer's procedure while the patient was in the hospital. The previous sheath repairs were removed and the connector was repaired. A sheath repair from the strain relief to approximately 7-8 inches up the driveline was completed. There was no pump stop during the procedure. With verification of the repair action, the action solved the problem.

Manufacturer narrative:
The driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed the vad disconnect alarms. On-site inspection of the driveline cable and connector revealed that the connector assembly, more specifically the back nut, was loose and the outer sheath had been damaged from a previous event. A service repair procedure was performed to repair the connector and the outer sheath in order to mitigate and remediate the conditions reported under the event. Heartware is aware of this issue and has launched an internal investigation to evaluate these type of issues. The most likely root cause of the driveline disconnection can be attributed to the connector nut being loose as this may cause the pin block to retract which may result in insecure connection between the driveline and the controller resulting in vad disconnect alarms. The most likely root cause of the driveline connector damage is a reduction in bonding strength of the connector assembly and increasing the gap between the front and rear connector bodies during the manufacturing assembly process, which causes a decrease in the rear connector body removal torque (force). The most likely root cause of the driveline sheath damage is exposure to uv light. The most likely root cause of the driveline disconnection can be attributed to the connector nut being loose as this may cause the pin block to retract which may result in insecure connection between the driveline and the controller resulting in vad disconnect alarms. The most likely root cause of the driveline connector damage is a reduction in bonding strength of the connector assembly and increasing the gap between the front and rear connector bodies during the manufacturing assembly process, which causes a decrease in the rear connector body removal torque (force). The most likely root cause of the driveline sheath damage is exposure to uv light. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). The product labeling, including the instructions for use and patient manual, include instructions and a caution note regarding regular inspections of the driveline for evidence of cracks, tears, damages and to report any damages to the healthcare provider or vad coordinator. It also provides cautions and instructions on how to secure the driveline and prevention of damages to the driveline any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between 18 march and 19 may 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report # of 117 . The pump remains implanted.